Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with three charite at l3/4, l4/5 and l5-s1. Info reports that pt continues to have pain post implant.

Manufacturer narrative:
The device is not available for evaluation and the catalog and lot numbers are unk. Info is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time. Device is approved for insertion at l4-s1. Surgeon implanted a device at l3/l4 which is an off label use. Using three charite implants in one pt is also an off label use. Charite is approved for use as a one level implant only. Surgeon implanted three discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.